Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose of 585 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Troubleshooting was declined for high blood glucose and under delivery. Auto mode feature was not active at the time of event. The insulin pump will not be returned for analysis.